Event description:
On december 19, 2006, the lay user/pt contacted lifescan (lfs) alleging the one touch basic enhanced meter would not power on. The medical affairs spec. (Mas) contacted the pt to obtain and verify info; however was unable to reach her by telephone. On january 3, 2007, the mas mailed a letter requesting the pt contact medical affairs. The mas also reviewed the recorded telephone call. For approx two weeks, the pt noted the reported meter would not power on. The pt replaced the batteries, but the reported meter would not power on. At an unspecified time, the pt experienced the symptoms of shaking, lightheadedness and she "felt like passing out." The pt administered self-care by consuming orange juice. The pt's boyfriend took her to the emergency room. The pt's blood glucose level was tested in the emergency room; however, she was unable to provide the specific result. The pt was treated with food, and was admitted to the hospital. It would have been helpful to determine the pt's blood glucose level as tested by the emergency room physician, her specific treatment, her admitting diagnosis, what meals and medications had been taken prior to the onset of symptoms, the pt's medication regimen, if the pt was taking her medications despite not being able to obtain a blood glucose level, her expected blood glucose results, if she had a backup meter, and if she attempted to test her blood glucose level while symptomatic. The meter, test strips and control solution were replaced. The pt was unable to obtain a blood glucose reading due to the power issue on the reported meter. She experienced symptoms suggesting hypoglycemia, and received emergency medical attention and treatment. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them, if either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.